Event description:
The complainant reported that during a procedure the suspect catheter leaked. No harm or injury to the pt was reported.

Manufacturer narrative:
Device evaluation: the suspect device was not returned for evaluation; the complaint could not be confirmed. The device history record was reviewed with no related exceptions noted. In addition, a search of the complaint record found no complaints for the same lot number. These types of complaints are monitored for any increasing trends. Device history record was reviewed, complaint history reviewed. Results: catheter. Conclusion can be drawn.